Event description:
It was reported that the patient experienced a surgical procedure to deactivate an artificial urinary sphincter (aus) device due to unspecified reasons. A patient outcome was not reported.